Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned on the needle. The suture at the t1 appears ruffled ad no longer smooth. The t2 is deformed from a sharp instrument touching or grasping it. The t2 has been pushed forward to touch the proximal end of the t1 which is at the tip of the needle, the variable depth straw has been trimmed. Bio debris is present. A functional evaluation of the device with a simulation meniscus revealed the t1 and t2 deployed and implanted simultaneously since the t2 was no longer in the correct position to be deployed separately. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure to fully actuate the device during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy, the t2 implant of the ultra fast fix curved couldn't be deployed. The t1 implant was removed from the patient. The procedure was completed with a smith and nephew back up device. There was a delay less than 30 minutes and no further complications were reported.